Event description:
It was reported that the patient experienced burning sensation at the implantable pulse generator (ipg) pocket site and shocks at the rib cage was noted. The physician was not able to find any abnormalities in the magnetic resonance imaging. The patient underwent a spinal cord stimulator (scs) explant procedure and was doing well postoperatively. The explanted device was kept by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7087608.